Manufacturer narrative:
(B)(4). Available information indicates the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this right ventricular (rv) lead, the patient experienced a pneumothorax. The patient was admitted to the intensive care unit post implant for observation. It was reported that a draining tube was inserted. No additional adverse patient effects were reported.